Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer was not using the tandem wall adapter, and technical support advised connecting it for at least 30 minutes; however, the connection remained unstable, requiring manual cable adjustment. Technical support sent a replacement cable and wall adapter through two-day shipping and advised the customer to continue using the pump, as it was still intermittently charging.